Event description:
It was reported that the surgeon was inserting a eyeonics crystalens with a foam tip plunger and a trailing haptic caught in the foam tip and tore in half and that haptic got caught in the stroma. The surgeon enlarged the original incision and cut up the lens to remove it and put in a suture. Pt had corneal edema due to the fact that this was one of three attempts to insert a eyeonics lens. The surgeon decided to implant a crystalens in pt. See manufacturer reports 2023826-2008-00416, 2023826-2008-00417, 2023826-2008-00418 and 2023826-2008-00429 for the other reports.

Manufacturer narrative:
.